Event description:
The pin adapter was not gripping the headless pins properly and the gold screws on the asm jig seemed to be cross threaded as they were not tightening or loosening. Used full navigation equipment that was also consigned to the hospital to continue the case. No training required. This event seemed to be due to faulty equipment. No medical intervention, but 10 minutes delay.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.